Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the harmonic ace instrument stopped working. Troubleshooting was performed by replacing to the backup and this resolved the issue. The instrument was able to operate without issue. The user continued the procedure. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis could not verify nor reproduce the customer reported complaint. The harmonic ace instrument was placed and driven on an in-house system, it was connected to the in-house harmonic ace generator and passed energy recognition. No error message was observed during in-house testing. The harmonic ace instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The clamp arm opened and closed properly. Energy delivery testing was performed and passed. As part of investigation, inspection of the harmonic ace instrument found a missing teflon pad on the clamp arm. The teflon pad, measuring approximately 0.42" x 0.11" in size, was not returned with the instrument. Root cause of this failure is attributed to mishandling and misuse. A procedure log review was performed confirmed a right hemicolectomy procedure was performed on (B)(6) 2022 on system (B)(4). This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a teflon pad was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.